Event description:
Boston scientific received information that 12 days post implant the left ventricular (lv) lead was explanted due to loss of capture at maximum outputs and lead dislodgement. The dislodgement was confirmed by a chest x-ray; it was also noted that the patient has extremely small veins. A new lv lead was successfully implanted. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Analysis was unable to confirm the field allegations.